Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 1181 mg/dl at the time of the incident. Another blood glucose level was 268 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was not treated for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Customer's nurse performed high pressure test and the pump passed the test. The device will not be returned for analysis.